Event description:
Boston scientific received information that the non-boston scientific right ventricular (rv) lead exhibited high out of range pacing impedance measurements for an unknown reason. The clinic will bring the patient in for evaluation. The boston scientific sales representative was unable to obtain any further additional information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.